Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information regarding the event was requested but not received.

Event description:
Related manufacturer reference: 3005334138-2020-00236. Following a ventricular tachycardia ablation procedure, the patient expired. The ablation procedure was successful and the patient was stable following the procedure. Prior to discharge the following day, the patient died. The cause of death is unknown and no further information is available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported death could not be conclusively determined.